Event description:
It was reported that the patient was experiencing pain at the ipg site. Patient reported losing weight. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00184. Patient reported pain at the lead site and the lead was repositioned on (B)(6) 2021, resolving the issue.